Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. The patient reported a loss of therapy. The patient reported that the therapy has not been helping "for a year or two. The patient reported that they did the trial but the permanent implant, maybe a year after it was put in it stopped helping".